Event description:
The customer reported the ground pin on the power cord is broken. A cut in the cord was also reported. No patient involved.

Manufacturer narrative:
Based on the symptom, the ge service rep ordered a power cord. He installed a new camera assembly. Calibrated and function checked. System performed as desired.